Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level reached 31 mmol/l (558 mg/dl). It was noted that the cannula dislodged from the site. Hyperglycemia treated with a new pod. Device was discarded.